Event description:
Insufficient weight removal. No pt injury or medical intervention was reported. The gambro technical services representative was unable to duplicate the reported condition but replaced the ultrafiltration pump thermal fuse as a precaution. Because a failure was not specifically confirmed in the field, functional testing of the returned fuse was performed prior to making an MDR filing decision. This testing was completed on march 19, 1999.